Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) opened the back panel and checked for any obstruction, but none was found. Fse pulled down the unit was to diagnostics, and the locked/unlocked sensor was reading as unlocked. The station was powered off, and the fse replaced the sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 whole drawer failed. User tried to reboot, but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.